Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed solution test. Sensor failed for no isig readings. Checked lab transmitter for proper use and operation using tool and transmitter passed per specifications. Also found sensor's cannula bent. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 242 mg/dl and sensor glucose was 140 mg/dl at the time of call. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.